Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory showed the battery indicator signifying that it is time for device replacement. It was noted the battery voltage was 2.59 and reached recommended replacement time (rrt). This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital after the implantable cardioverter defibrillator (ICD)was producing sound alerts. It was noted the ICD had reached expected elective replacement indicator (eri), however, during the revision, it was noted by the physician that the right ventricular (rv) lead impedance had increased to high and there were signs of over detection with the ICD. It was also added that the lead integrity alert (lia) was not activated, although the sound alerts on the ICD were activated. The physician chose to explant and replace both the ICD and the rv lead. No patient complications have been reported as a result of this event.